Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). There was stenosis and calcification in the left main coronary artery (lmca). Following predilation, a 2.50 x 28 synergy drug eluting stent was advanced but failed to cross the lesion. The physician advanced a guidezilla to the lmca, used a non-bsc balloon catheter to anchor and re-advanced the same 2.50 x 28 synergy stent but the stent still failed to cross the lesion. The physician then attempted to withdraw the stent but the stent was caught by calcium and was detached. A snare was used to completely remove the detached stent outside the patient's body as confirmed by angiography and the procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon. The entire stent appears severely damaged with stent struts severely stretched longitudinally. The damage is consistent with a stent been expanded and subsequently stretched. The stretching was likely caused by a snare or other ancillary device within the patient vessel. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery (lcx). There was stenosis and calcification in the left main coronary artery (lmca). Following predilation, a 2.50 x 28 synergy drug eluting stent was advanced but failed to cross the lesion. The physician advanced a guidezilla to the lmca, used a non-bsc balloon catheter to anchor and re-advanced the same 2.50 x 28 synergy stent but the stent still failed to cross the lesion. The physician then attempted to withdraw the stent but the stent was caught by calcium and was detached. A snare was used to completely remove the detached stent outside the patient's body as confirmed by angiography and the procedure was not completed. No patient complications were reported and the patient's status was good.